Event description:
Customer reported a low reservoir alarm and stated that the insulin pump had become unresponsive. The blood glucose reading was 105 mg/dl. Customer did not recall any significant event leading to this alarm. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, and minor scratches on the display window.